Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited a b30 communication error on the monitor. The issue occurred during preparation before use inspection and no patient was involved. The facility reported that they did not use the device for their intended procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, due to a failure of the video connector socket. Olympus will continue to monitor field performance for this device.